Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose occurrence. The customer's blood glucose (bg) was 42 mg/dl. The customer treated with liquid glucose, candy and a soda. Reportedly, the customer believed that the cause of the low bg was due to overbolusing for a meal.